Event description:
On (B)(6) 2024 dr. (B)(6). Re: no longer using my prescribed resmed air11. Dear dr. (B)(6): I am no longer using my prescribed resmed air11, which has only been in use since (B)(6) 2024, and failed on the night of (B)(6) 2024. Consequently, the app, myair, is no longer recording data. I no longer wish to use this device as I consider it inadequate to meet my medical needs for the following reasons: 1. The water chamber is too small to maintain a humid delivery of the air throughout a night's sleep. I was informed by your staff that this is a known problem. According to your staff, the water chamber size was reduced from the previous model by the manufacturer as some patients found the previous model's water chamber too large. Those claims would needed be verified as true; however, assuming the claims are true, before a manufacturer changes a medical device's design based on subjective consumer preference, extensive studies would be required to determine if and how the design change would affect the device's functionality. Modifying the size of a medical device's part which reduces the capability of that medical device's operation requires a) objective evidence, e.g., engineering studies, sleep study data, supporting that the change is an improvement that benefits patients or, if that the change is not an improvement, would not be detrimental to patients, and b) FDA review and approval before the changes can be implemented. 2. On the night of (B)(6) 2024, the webbing in the mask's hose ripped open (pictures available.) From a quality engineering perspective, correcting this problem does not appear to be difficult. For example, it could be corrected by either increasing the thickness of the webbing between the coil and/or using a different plastic formulation that would increase the webbing's strength. Flex, pull, and/or strength testing could determine if permanent improvements had been achieved. The mask is identified as an evora full std. 3. I called (B)(6) customer service number on friday, (B)(6) 2024, for a mask replacement. I was told that after my insurance ((B)(6)) was confirmed, it would take 7-10 business days before I received a replacement. (I question the delivery length of a critical part needed for the functioning of the machine.) Meanwhile, I was advised that if I used duct tape, I could carefully wrap the tube back onto the mask so I could continue to use it until the replacement part arrived. The conversation was recorded and alerted me that this known problem with the mask has gone on for a while, meaning it seems that the manufacturer has yet to correct it, since the customer service representative ¿ was obviously aware that the mask has had this issue before, and ¿ offered me a home-made remedy to deal with the issue. Never in my years as a quality assurance professional and certified quality engineer have I ever heard of a manufacturer suggesting that patients to use duct tape so they could continue using the medical device. As a patient, I am not going to pay for nor use a medical device where the patient is advised to utilize duct tape in order to continue to use it. For your information, the FDA has partnered with the european union regarding medical devices standards and requirements. One of these standards is iec 62366-1, application of usability engineering to medical devices. In short, this standard requires manufacturers to identify, address, and either prevent or mitigate any difficulties that anyone using the medical device may encounter. In short, this standard requires manufacturers to identify, address, and either prevent or mitigate any difficulties that anyone using the medical device may encounter after it has been manufactured. I have resumed using my old resmed machine, which has exceeded its motor life. I reported the situation, with photos, to the prescribing physician. I can send you a pdf of that letter. There is more information in that letter that there wasn't room to report in this form due to lack of character space. Device number (B)(6) made in singapore.